Event description:
The consumer reported a false negative result with the covid-19 at-home test compared to a positive pcr test. On (B)(6) 2022, at 5:20 p.m., the consumer performed covid-19 at-home test and the result was negative. On (B)(6) 2022, at 2:30 p.m., the consumer had a pcr test at the doctor's office and the result was positive. On (B)(6) 2022, at 4:20 p.m., the consumer performed covid-19 at-home test and the result was positive. The consumer's mild symptoms include sore throat, cough, sinus congestion, and chills since on (B)(6) 2022. The customer is recovering at home and taking prophylactic antibiotic therapy.

Manufacturer narrative:
Initial reporter occupation: patient/consumer. The case was sent to the manufacturer for investigation. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).